Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging does not turn on - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.